Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type ia endoleak is user related. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The juxta renal angle was 93 degrees (should be less than or equal to 60). The final patient status was reported as being discharged on the first post-operative day home following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B2: outcomes attributed to adverse events has been updated. B5: describe event or problem. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was observed. The physician ballooned a second time, but this did not resolve the endoleak. Therefore, the physician elected to conclude the procedure and follow-up in 30 days. The patient is doing well and discharged home. Subsequent to the initial report, additional information was provided reporting that the 30 day computerized tomography showed the type ia endoleak remained. Reintervention was completed with implant of a palmaz (non-endologix) stent. The post angiogram no longer showed the type ia endoleak as it was successfully resolved. The final patient status was reported as to be doing well and to be discharged one day post reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was observed. The physician ballooned a second time, but this did not resolve the endoleak. Therefore, the physician elected to conclude the procedure and follow-up in 30 days. The patient is doing well and discharged home.